Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retain testing. Source: email.

Event description:
Reports false positives. Unknown if symptomatic or asymptomatic. Unable to provide exact number of tests. Reporting 2 mdrs for this lot. Report 2 of 2.